Manufacturer narrative:
The subject sb-0535fc was returned to olympus medical systems corp. (Omsc) for the investigation. Omsc confirmed that the tissue pad of the subject sb-0535fc was worn and partially peeled off. The manufacturing history was reviewed, with no irregularities noted. This type of the tissue pad damage is most likely related to operator¿s technique. Based on the past similar case, it was known the tissue pad damaged when the user continued to activate seal & cut mode without contacting tissue (including after the tissue already cut). The instruction manual of the device has already warned as below: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the ptfe pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
The subject sb-0535fc was used for the laparoscopic appendectomy. When the user activated about three or four times, the tissue pad of the subject sb-0535fc was separated from the root. The user replaced the subject sb-0535fc with a different device and completed the procedure. There was no report of patient¿s injury regarding this event.